Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient¿s cgm was reading 56 mg/dl. No bg meter comparison was taken at this time. The patient self-treated by eating a glucose tablet. After a few minutes, the patient started feeling ill. She was very confused, thirsty, shaky, and had increased urination. The patient did a bg meter test at this point, which was 625 mg/dl while the cgm was still displaying 56 mg/gl. The patient¿s granddaughter decided to drive the patient to the emergency room. At the ER, the dexcom sensor was removed, and the patient was treated with an insulin injection and unspecified IV. The patient was discharged after approximately 7 hours. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.